Manufacturer narrative:
Investigation is ongoing. Additional and relevant information identified will be submitted in a final report.

Event description:
It was reported that when a staff member attempted to plug in a connex vital signs monitoring device into the gpo (general power outlet), a loud bang occurred, followed by a spark, smoke, and a slight burn mark and the end of the plug. The staff member sustained a small cut on the thumb with carbon residue. The staff member was seen in the facility¿s emergency department for review and observation. No medical intervention was required. This incident was captured under baxter complaint ref # (B)(4).

Manufacturer narrative:
The inspection of the device performed by a baxter service technician noted that the device passed a functional test. The technician noted that the reported event is attributed to damage (physical damage, broken, exposed wires) to the power cable. The associated power cable was replaced, and the device was noted to be functioning as designed. The device instructions for use note: safety risk and potential shock hazard. Cords, cables, and accessories damaged from prior misuse can affect patient and operator safety. Inspect all cords, cables, and accessories for strain relief wear, fraying, or other damage according to the recommendations presented in the maintenance and service section of this manual. Replace as necessary. Inspect the ac cord for exposed copper before touching the cord. In this event, the caregiver was noted to have received a small cut and shock. Observation was performed with no medical intervention reported. A cut, or superficial laceration, involves only the skin, and because there is no penetration of major blood vessels, bleeding will usually stop with the application of pressure within a few minutes. Electric shock occurs upon contact of a (human) body part with any source of electricity that causes a sufficient current through the skin, muscles, or hair. Shock injury is relative to the magnitude of current the body is exposed to, individual body impedance, and area of exposure. Although there was no serious injury with this reported event, if the report of shock associated with handling a damaged grounded section of a power cord were to recur while the device is connected to an ac power supply, the voltage transferred from the ac outlet is likely to cause or contribute to serious injury or death. Prevention of this event is outlined in the device instructions for use.

Event description:
It was reported that when a staff member attempted to plug in a connex vital signs monitoring device into the gpo (general power outlet), a loud bang occurred, followed by a spark, smoke, and a slight burn mark and the end of the plug. The staff member sustained a small cut on the thumb with carbon residue. The staff member was seen in the facility¿s emergency department for review and observation. This incident was captured under baxter complaint ref #(B)(4).